Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was unknown. No significant events leading to the alarm were observed other than potential heat exposure or sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had corroded keypad traces. All buttons functioned properly. No button error alarms during testing. Insulin pump received with cracked case on the lcd window corners, minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip and scratch on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.